Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. The baw is attached on the investigation overview element. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 3 catheters that read 3-4 degrees below the oral temperature. One of those 3 is now not working at all. On the one that is not working- it looked like the wire that connected to the temperature cable was bent, they don¿t know if that was part of the issue. They did try different cables and different modules for the philips monitor. That seemed to be an issue across different lots.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 3 catheters that read 3-4 degrees below the oral temperature. One of those 3 is now not working at all. On the one that is not working- it looked like the wire that connected to the temperature cable was bent, they don¿t know if that was part of the issue. They did try different cables and different modules for the philips monitor. That seemed to be an issue across different lots.